Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was flashing as well beeping did not stop. The customer¿s blood glucose level was 104 mg/dl. Customer stated that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement or self test or verify the missing segments/partial display or audio/vibrate anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.